Event description:
It was reported that during follow-up in clinic, high out of range, high voltage lead impedance was observed on the right ventricular lead. The lead has been monitored by the clinic since (B)(6) 2016. No other electrical anomalies were noted. Patient was asymptomatic. The lead was explanted and replaced without adverse consequence. Patient was in stable condition before, during and after the procedure.